Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that the patient experienced high blood glucose level due to bent cannula. Therefore, he tried to treat it with bolus via pump, but early in october, he was admitted to the intensive care unit due to diabetic ketoacidosis. Patient's highest blood glucose level was 855 mg/dl and the infusion set had been used for one day. During hospitalization, the patient received insulin, fluids of saline and intravenous medication (drug name unknown), which resolved the issue. After staying for four days in the intensive care unit of the hospital, the patient was released with no permanent damage. Reportedly, the patient faced 10 -12 bent cannula and experienced blood glucose level up to 822 mg/dl. Moreover, he did not notice any damage to the infusion sets when the package was first opened. Further, the patient replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.